Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - b)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during clinical use, the cardiosave intra-aortic balloon pump (iabp) was not displaying the optical sensor waveform. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device - problem code).

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code; h11. Correcetd fields: e1 initial reporter, event site address; g1 contact person ¿ mfg site a getinge field service engineer (fse) checked the machine and the issue was not reproducible. As a precaution, the optical sensor light receiving part was cleaned. Fiber optic test ok. Operation confirmed as good. Performed an operation check based on the inspection record sheet and confirmed that it is currently in good condition and working.